Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
In 2010 , the lay user/pt contacted lifescan (lfs) to report the one touch ultra mini meter was giving an unspecified error message. The sr medical surveillance specialist was able to classify the complaint based on the information originally provided. At 4:00 pm, the pt obtained an unspecified error message on the reported meter; she was unable to recall the specific error message. Afterwards, the pt experienced the symptom of shaking. The pt administered self-treatment by drinking milk and felt better afterwards. She did not seek any medical attention. The issue was not resolved with troubleshooting. The meter, test strips and control solution were replaced. The pt allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the meter issue, and received treatment with food to alleviate her symptoms. Therefore, this complaint is being reported.